Event description:
The customer called to report that the suspect device gave a blood glucose result of 640mg/dl on the day of the event at 7:06. Customer then checked the suspect device memory and found the result had been saved.